Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing pain over the implantable pulse generator (ipg) site. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited low r-waves. The ipg, rv and the ra remain in use. No further patient complications have been reported as a result of this event.